Manufacturer narrative:
A partial lead was returned in two pieces for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead found damages consistent with that occurring at the time of explant. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause of the lead damage and high defibrillation impedance could not be conclusively determined.

Manufacturer narrative:
(B)(4).

Event description:
High voltage lead impedance was noted to be elevated and lead damage was suspected. The device was explanted and replaced with no adverse consequences for the patient.